Manufacturer narrative:
Insulin pump received no button response due to corroded keypad traces. No button error alarm. No moisture damage found inside the pump. Insulin pump received with minor scratched display window. Insulin pump received cracked case at display window corner. Insulin pump received with cracked battery tube threads. Insulin pump received with cracked reservoir tube lip.

Event description:
Customer called to report that the insulin pump alarmed button error. Customer stated that the insulin pump was exposed to moisture. Customer's blood glucose reading was 120 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.